Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 85 96sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the spinal portion of the patient¿s catheter was sliced at an unknown time and there was a revision on the date of this report that was aborted because they were unable to aspirate the catheter. They were going to go back in the following day for a revision of the spinal segment and system content removal procedure. The removal procedure was to be performed because there was 2,000mcg/ml in the pump tubing and catheter and 500mcg/ml in the reservoir with a concentration change that had been done on the report date. The device system was used to deliver lioresal. Information including if there were any patient symptoms, the outcome of the revision and patient and if any troubleshooting had occurred were not provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Event description:
It was later a catheter was spliced and the spinal segment was replaced. The issue was identified during an x-ray. Successful surgical intervention occurred on 2014-(B)(6). No catheter segments were left in the intrathecal space. At the time of report the patient was doing fine. It was reported that the pump was used to infuse lioresal.